Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02013) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that via merlin.net, premature battery depletion was observed. The battery longevity excessively dropped from the estimated longevity at last device check. Patient condition was stable and will be monitored.